Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to an excessive vault. The lens was exchanged with a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/30.

Manufacturer narrative:
Conclusion: off-label use: patient younger than age 21 and acd below 3.0 mm. (B)(4).